Manufacturer narrative:
H3: product analysis :evaluation of the device determined that the tool cannot be attached. The likely cause of failure is due to detached bearing. It was also noted that the internal tube corroded, and the laser markings faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool cant be attached. At the time of the report, there was no impact to the patient. Additional information received sating that prior to use there was no patient involvement.